Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's colder solder. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported no ECG readings from the dpm 7 monitor's mpm module. No pt injury was reported.